Manufacturer narrative:
(B)(4). An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a connector tube. Customer reports that blue end of the tubing pops off. No patient injury or ill-effects.

Manufacturer narrative:
A review of the device history record could not be conducted because the lot number provided by our customer is invalid. Manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. A photo was submitted for evaluation and the reported condition was confirmed. The photo clearly shows a detached blue connector as reported. Based on the evaluation, it was determined that loose contamination could be generated by three principal issues: the design of the solvent supply may have been inadequate. By the design of the assembly machine, the process requires continues adjustment, and finally the paper bag used in the product may contain loose particles. Corrective action awareness training was completed by all personnel to ensure that they are aware of the reported condition. The corrective and preventive actions (CAPA) will be included in the open CAPA related to this issue. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.